Event description:
It was reported that the ilet user awoke with high blood glucose after running out of insulin overnight and discovered that replacement supplies included teflon infusion sets instead of the preferred steel sets, leading to a supply change and resumption of insulin delivery; the issue involved user procedures rather than a device component malfunction. Symptoms included hyperglycemia peaking at 341 mg/dl. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user and third party. Investigation of this case revealed no device problem and identified a usage problem related to not reverting to alternative therapy when ilet stops dosing. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions. The user¿s glucose returned to range after changing supplies and resuming insulin delivery.